Event description:
It was reported that the ventilator did not maintain the o2-concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not maintain the o2-concentration. Our field service engineer investigated the ventilator on site and solved the reported issue by replacing the o2 gas module. All tests performed after the replacement passed. The device logs were not provided. The replaced o2 gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.